Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the teeth aren't fully aligned and the gap is not fully fixed. During step 9 there was an audible snap in the upper part of the mouth the aligner was put in and now the mouth/gums bleeds intermittently. The patient indicated going to the doctor at the hospital to look into this.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.